Event description:
It was reported that during inspection for use, the endoeye flex deflectable videoscope image turned red. There was no patient involvement in this reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported failure was confirmed as there was an abnormal color tone (image was only magenta or green). In addition, noise was present in the image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.